Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the customer's complaint of packaging defects could not be confirmed. Visual inspection acceptance criteria and "no loose foreign material (lfm) when inspected at 1x magnification." No lfm could be found on the device when inspected at 10x magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. Of add'l info becomes available, a supplemental report will be sent.

Event description:
Report 2 of 2. Report received from (B)(6) stating that the device was returned unused because it "failed distributor's inspections." Debris in sterile packaging was observed. The device was not being used during surgery and no injury or medical intervention occurred. There was no add'l info provided.